Event description:
Hosp was using a defibrillator/monitor/pacer with another co's defibrillator electrodes during code blue. Pt was in cardiac arrest, was defibrillated and then paced. Pacer function was stopped to check underlying rhythm. When attempting to restart pacing, received the "pads off" alarm. Unable to pace pt.